Event description:
The facility states that the surgeon successfully implanted a model cc4204bf intraocular lens into the pt's eye and removed it without injury as the surgeon felt another model of lens would be better suited to this pt's ocular anatomy. There was no product malfunction or pt injury. The facility does not know the model of injector or cartridge used in this surgery and the lot numbers for the items are unknown.